Manufacturer narrative:
Two media files were provided for review. Patient¿s annulus perimeter measured 59.6mm with a perimeter derived diameter of 19mm suggesting a 23mm evolut. The patient appeared to have a possible sievers type 0 and horizontal aortic root angulation (65°). It was reported that difficulty was encountered while attempting to cross the aortic valve. Evidence confirms that a snare was used to possibly mitigate advancement of the delivery catheter system. Aortic angiogram confirms an aortic dissection between the sinus of valsalva and the sinotubular junction and that the pigtail catheter was seated at the dissection flap. Medtronic recommends stopping advancing immediately if excess resistance is encountered. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had a type 0 bicuspid with horizontal aorta. This indicates that the probable cause of the advancement difficulties was patient anatomy. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, the dissection could have been related to advancement of the one of the guidewires through the patient anatomy or the advancement/exchange of the guidewires. It was also possible that the pigtail catheter was related to the dissection as images confirmed it was seated at the site of the dissection. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the IFU, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Ontinuation of d10:  product ID gwbc30 (lot: 92100305); product type: guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the exchanging to a stiffer guidewire may have contributed to the dissec tion. Per the physician, the delivery catheter system (dcs) and confida guidewire did not cause or contribute to the dissection. Of note, the patient had a type 0 bicuspid with horizontal aorta which made crossing the valve difficult and may have contributed to the event.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, there was difficulty crossing the valve with the delivery catheter system (dcs) using a confida guidewire. The confida guidewire was exchanged for a stiffer guidewire, however, it was noted that the aorta was dissected. Surgery was performed to repair the dissection and implant a surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product:  product ID evolutr-23 (serial: (B)(6)); product type: 0195-heart valves; product ID l-envpro-14 (lot: 0011866452); product type: 0195-heart valves; product ID gwbc30 (lot: unknown); product type: guidewire; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.